Event description:
It was reported that when the hospital staff entered the room, the patient had disconnected the patient tubing by himself prior to a heart stop. In 5 days later, the patient had another heart stop and ended up in a coma. (B)(4).

Manufacturer narrative:
The logs were saved during a hospital visit by a company representative. An evaluation of the logs confirmed that the ventilator generated alarms such as inspiratory flow overage and respiratory rate: high at the time of the event that confirm the described disconnection situation and that the ventilator worked according to its specifications. There was no ventilator malfunction. The hospital staff has stated that the clinical consequences were caused by the heart stop and were not related to the ventilator function. No parts were replaced and the ventilator has been put back in service. (B)(4).